Event description:
The plaintiff's attorney alleged that the patient experienced a severe adverse cardiovascular event and subsequently expired on or about the same day. It was reported that the death occurred due to exposure of the products administered for dialysis treatment.

Manufacturer narrative:
This is one event for the same patient involving two separate products, associated with two reportable events. The exact date of death is not known and is estimated based on the reported information. The code (B)(4) was used to report the non-specific severe adverse cardiovascular event.